Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Concomitant products: 4076 implantable pacing lead implanted: 2013 (B)(6); 6935m implantable tachy lead implanted: 2013 (B)(6); 4298 implantable pacing lead implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that there was a nonhealing wound and redness was present. The implantable cardiac defibrillator pocket was irrigated with antibiotics. The device remains in use. The patient is part of the (B)(6) study. No further patient complications have been reported as a result of this event.